Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the wire loop failed to extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the flare detached.

Manufacturer narrative:
Investigation result of flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter was slightly kinked in the extreme of the strain relief and kinked near to the dongle. There was evidence of the flaring process performed during manufacturing. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the flare detached. However, the flare detachment is contradictory to what was originally reported. This condition does not allow the device to be actuated. Additionally, the catheter is slightly kinked in the extreme of the strain relief and the catheter kinked near to the dongle, this kink probably caused the flare to detach. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found.